Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate and the pump battery was depleting quickly resulting in the pump shutting down. The customer loaded a new cartridge to resolve the issue and continued to use the pump for insulin therapy. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Cause was not known. Customer changed pump supplies to address the issue.